Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A replacement was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Method: the device reportedly will not be returned to cardiac surgery for investigation. A device lot history review was performed on the reported lot number, and there were no non-conformities that could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).